Event description:
A cgm error 42 was reported by the caller, occurring three or more times on the same pump. There was no adverse impact to the customer's blood glucose level. Tandem technical support decided to replace the pump. The customer was advised to continue using the current pump with an alternate method if necessary and to expect a replacement pump with updated software.